Event description:
It was reported that during a percutaneous coronary interventional (pci) drug eluting stenting procedure, a shaft fracture occurred. The lesion was located in the severely tortuous left circumflex (lcx) artery. The lesion was 90% stenosed and severely calcified. While advancing the taxus liberte 32 x 2.75mm stent delivery system catheter to the lesion, the shaft broke. Intravascular ultrasound (ivus) was used in the procedure. The procedure was completed with an unspecified manufacturer's 28 x 2.75mm stent. No patient injuries or complications were reported. The patient's condition is reported as "good."

Manufacturer narrative:
Device analysis: visual and microscopic examination of the returned device revealed that the hypotube had broken approximately 23.2cm distal from the catheter's strain relief. The device appeared to have been kinked at the point of separation. Several shaft hypotube kinks were also noticed along the shaft of the device. This type of damage is consistent with excessive force being applied to the delivery system. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. A review of the manufacturing documentation for this batch number found that the device met its material, assembly, and product specification. The most probable root cause of the reported complaint can be attributed to handling damage.